Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a gfh files was provided by the customer for analysis. The customer reported that they had an 8-hour study with gaps. The reported condition was confirmed. The investigation found that there ware gaps in the study. The investigation identified the cause of the reported event to be poor reception. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an 8-hour study with gaps. The patient experienced burning sensations during the digestion process and had a diarrhea four days after the procedure. It was noted that the patient had the first bowel movement approximately 3 hours after capsule ingestion. The patient had kub x-ray (kidney, ureter, bladder) to confirm the capsule exit. Other than that, the patient was stable. A copy of the study was provided for review, and technical support confirmed the study time was 4 hours and 55 minutes, and the issue was the sensor belt. The recorder and sensor belt worked correctly during the previous procedure. There was no user harm.